Event description:
Customer reported via phone, the insulin pump had a blank display and the device never alarmed off no power. Customer's blood glucose was 188 mg/dl. Troubleshooting was performed and it was found the silver par of the battery compartment cap. No physical damage was noted on the insulin pump. The device was not exposed to moisture, dropped, or bumped. Customer was advised to insert a new battery and if it didn't work to revert to back up plan until the new battery cap arrived. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.